Manufacturer narrative:
The lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface (fibers). (B)(4).

Manufacturer narrative:
Event date: (B)(6) 2013. Lens removed (B)(6) 2016; corrected - lens was exchanged on (B)(6) 2016 and replaced with the same size lens. Problem was resolved. Lens has been returned but not yet evaluated. (Previous)-(B)(6) 2016, (corrected)-(B)(6) 2016. (Previous)-no, (current)-yes. (Previous)-lens not returned, (current)-lens returned but not yet evaluated. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) but not marketed in the u.s.(B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vticmo13.2 implantable collamer lens, -15.0/+4.0/012 diopter, in the patient's right eye on (B)(6) 2013. The lens had been repositioned twice with re-rotation due to low vault. The lens was removed on (B)(6) 2016, and will be exchanged for a lens of longer length.